Event description:
A report was received that during a trial procedure, the patient's heart rate dropped. The physician tried to increase the heart rate back but it didn¿t so they aborted the procedure. The trial leads were not inserted. The patient was doing well and was referred to a cardiologist.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm.

Event description:
A report was received that during a trial procedure, the patient's heart rate dropped. The physician tried to increase the heart rate back but it didn¿t so they aborted the procedure. The trial leads were not inserted. The patient was doing well and was referred to a cardiologist.

Manufacturer narrative:
Additional information was received that the event was an anesthesia related drop in heart rate, nothing device related. When the physician gave the patient his regular local anesthesia, the patient¿s heart rate dropped. Since the leads were never implanted in the patient, analysis was not performed on the devices.